Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary service and repair evaluation: the customer reported that the powered driver was tested and none of the buttons work. The repair technician reported that foreign substance was observed on the protector, additional debris was found on the housing, and corrosion was noted on several parts of the device. The cause of the issue was improper maintenance. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history. Part # 05.000.008. Synthes lot # 007027. Supplier lot # n/a. Release to warehouse date: 03 jan 2018. Manufactured by: synthes monument. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the powered driver was tested and none of the buttons work. The issue was observed during testing. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed. No further information was provided.